Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. The device is in transit to zimmer warsaw. This report will be amended when our investigation is complete.

Event description:
It is reported that in 2004, a 70mm trabecular metal revision shell was impacted into the acetabulum & the surgeon commenced placing screws through the existing screw holes. During placement of the first screw it was noted that the head of the screw had failed to engage the shell & had passed straight through the screw hole. A second screw was placed & good bite was obtained, however, when a placing a third screw, the third screw also passed straight through the screw hole. Several screws were tried with the same result. Satisfactory screw fixation was unable to be achieved as a result the shell and screws were removed and not used. Screws were placed both with and without the torque limiting device in the screwdriver with no difference in result. From previous experience with this implant, excessive tightenting of the screws did not appear to be an issue.